Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle of a bd micro fine plus¿ 31 g × 5 mm pen injector needle had punctured its cap and when the customer removed the cap, he/she suffered a needle stick injury. There was no report of medical intervention.

Manufacturer narrative:
Results: one open 31g x 5mm pen needle sample and two photos were returned from lot. No. 6244602, cat. No. 320129. Visual examination was carried out on the returned sample and photos and a needle through shield was observed. The potential cause of this issue lies at the shielding station in the bd assembly process. Conclusion: the potential cause of this issue lies at the shielding station in the bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle penetrating the shield.